Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: device migrated and lodged into uterine wall"), device dislocation ("migration"), menorrhagia ("menorrhagia"), uterine haemorrhage ("no more uterus(bleeding)") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included staphylococcal infection, anemia, high cholesterol and mood swings. Concomitant products included estradiol (estrace), medroxyprogesterone and norethisterone (nora-be). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/myomectomy), surgery (removal of essure), surgery (ablation d & c also performed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, back pain, abdominal pain lower and dysmenorrhoea outcome was unknown and the menorrhagia, uterine haemorrhage, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2016, (B)(6) 2016. Essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 8 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Event added- dysmenorrhea. Events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: device migrated and lodged into uterine wall"), device dislocation ("migration"), menorrhagia ("menorrhagia"), uterine haemorrhage ("no more uterus(bleeding)") and genital haemorrhage ("abnormal bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included staphylococcal infection, anemia, high cholesterol and mood swings. Concomitant products included estradiol (estrace), medroxyprogesterone and norethisterone (nora-be). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus andcervix removed)/myomectomy), surgery (removal of essure), surgery (ablation d & c also performed) and surgery (d and c ablation). Essure was removed on 9-mar-2016. At the time of the report, the embedded device, device dislocation and back pain outcome was unknown and the menorrhagia, uterine haemorrhage, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, embedded device, genital haemorrhage, menorrhagia, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: 07mar2016, 09-mar-2016. Essure coils were placed in bilateral tubal ostia without complications 3 coils exposed on right 8 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- menorrhagia, abnormal bleeding (vaginal), device location of device: device migrated and lodged into uterine wall, back pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.